Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-10722. It was reported that the right ventricular lead and right atrial lead exhibited noise. Patient was asymptomatic and will continue to be monitored.